Event description:
Patient required an additional surgery to seal the uterine artery after a tvh procedure. The device was discarded by the hospital.

Manufacturer narrative:
The hospital discarded the device. Disposable device not returned for analysis.